Manufacturer narrative:
Continuation of d10: product ID a820; serial# unknown. Product type: software; section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal dilaudid (hydromorphone), clonidine, and bupivacaine via an implantable pump for spinal pain indications. The patient stated reported they had 'ongoing problems' with the bolus external devices and the healthcare provider (hcp) said to call for a new one to be sent. Patient stated it was doing weird things like it would not find the pump after moving the device multiple places and then it would find it midway through and then all of a sudden it could not find it. Patient also stated it takes her up to a half hour to 45 minutes to get the thing to go through the whole cycle. Agent asked patient if it was lagging at 90% and patient stated it always stops there. Patient mentioned they had complained about this device since they put the new pump in and it was horrible and the hcp said that they had had multiple complaints from patients regarding this and they thought medtronic was working on a better system. Patient stated they hit the blue circle to deliver and then the pump was not found. They stated the key fab that they had before worked so great and they did not like these new devices and they were not easy to use. They stated it takes tapping on my personal therapy manager (ptm) application multiple times to 'engage'. Agent reviewed information and assisted patient with clearing data on the handset. Patient was able to connect to the pump without any issue on the call. Patient stated they had never cleared data and it had never worked this fast. They stated that after the surgery, the company representative (rep) took off and they had been on their own. Patient would monitor lag issue and call back if further assistance was needed.